Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 280 to 388 mg/dl and was addressed by changing the supplies and delivering a bolus via the pump. During troubleshooting, tandem technical support (cts) confirmed that the current cartridge on the pump had been used for more than three days. Cts recommended that the customer change the cartridge, tubing and site at the time of the report; the customer acknowledged. Cts advised for the customer to load a new cartridge every three days when using novolog and also informed the customer that the cartridge can be loaded from 120 units of insulin to 300 units of insulin; customer acknowledged.